Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, d4, g4, g7, h2, h3, h6, h10. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - persona cruciate retaining narrow porous femoral component catalog #: 42502206002 lot #: 63986409, persona trabecular metal porous tibial component right size d catalog #: 42530006702 lot #: 64140778. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-03805. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to pain and dislocation approximately thirteen (13) months post-operatively. Attempts have been made and no additional information is available.